Event description:
It was reported to philips that geometry movement was partly available due to a servo drive failure detected on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the amc triple servo drive hp-lp-lp and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).